Event description:
It was reported that one day post implant, capture increased to 2.75 v and ventricular sensing decreased to 3.5 mv. The next day, sensing decreased again to 3.0 mv. Two echocardi- ograms showed possible pericardial effusion. The patient was discharged home. In 2009, the patient was admitted to the emergency room, and a pericardial effusion was noted. A ventricular lead perforation was diagnosed. Pericardio- centesis was performed, and the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.